Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: the pump was booted to the verify that the display screen was dim with a pink contrast. The dim display screen was replaced with a new test screen and contrast returned to normal.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen became discolored all at once and could not be safely read. No improvement was noted with a battery change and the pump did not have a lens film on it. No evidence of moisture, damage, or trauma to the pump was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.